Event description:
The pt received two leads with the same lot number. It was reported the pt was not receiving stimulation coverage below the knee, and not in the low back. The sjm representative met with the pt for reprogramming. But was unable to resolve the issue. It was reported the physician may perform a trial procedure to attempt to provide stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.